Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm. The pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and scratched reservoir tube window.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 48mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.